Event description:
A bbraun infusomat space pump IV tubing set was found to be missing the downstream rollerclamp. This was caught by a pharmacist when priming the line with normal saline. No patient was involved. FDA safety report ID # (B)(4).